Event description:
It was reported that a prima plus stentless valve was dissected and severe bleeding occurred, so that the prosthesis was explanted and another prosthesis was implanted. The following information was taken from the translated copy of the operative report received on 03/05/2012. Root abscesses are present in all sinuses, so that it was decided to carry out an aortic root replacement. Adequate cleanup of the root abscesses performed. Mobilization of the coronary ostia. Renewed administration of cardioplegia into the coronary sinus. A 25 mm sized stentless prima plus biological prosthesis was chosen. Prosthesis sutured into the left-ventricular outflow tract using continuous sutures without pericardium strips. The two ostia now created correspond to the position of the coronary ostia and the implantation, first the right and then the left coronary artery. Renewed administration of blood cardioplegia into the coronary ostia. The patient's temperature now increased, establishment of an end-to-end anastomosis between the prosthesis and the distal descending aorta. Careful venting of the heart and release of the coronary circulation. The heart starts to fibrillate and can be successfully defibrillated. It adopts a stable ddd-pacemaker rhythm. Unclamping and formation of a punched hole in the ascending aorta, implantation of the vein in the ascending aorta. Introducing a left-atrial pressure analysis catheter, sew on atrial and ventricular pacemaker cables. Following adequate reperfusion and reheating, slowly attempt to withdraw the extracorporeal circulation under carefully titrated catecholamine administration. There then follows massive hemorrhaging from the aortic root. It is very difficult to control this using a roofing over suture, so that it is decided to clamp the aorta again. Clamping of the ascending aorta, administration of cardioplegia into the aortic root. It is still difficult to find the source of the bleeding. Release of the anastomosis between the prosthesis and the right coronary ostium. Then a tear in the ostium of the prosthesis occurs. It is, therefore, decided to make a larger cut and carry out a renewed implantation of the right coronary artery. The left-ventricular outflow tract is roofed over in addition. In order to avoid further tension in the anastomoses, it is decided to use a 22 mm dacron prosthesis. An end-to-end anastomosis is established between the 22 mm dacron prosthesis and the stentless biological prosthesis. Cutting of the anastomosis shorter, establishing an end-to-end anastomosis between the dacron prosthesis and the distal ascending aorta. Careful venting of the heart and release of the coronary circulation. The heart starts to fibrillate and can be successfully defibrillated. It adopts a stable ddd-pacemaker rhythm. After adequate reperfusion and warming up, a slow attempt is made to wean from the extracorporeal circulation, under careful catecholamine titration. There then follows yet again massive hemorrhaging from the aortic root, particularly from the stentless biological prosthesis. For this reason, the decision was made to change the stentless biological prosthesis. Clamping of the ascending aorta, administration of blood cardioplegia into the aortic root. Excision of the prosthesis. The prosthesis is dissected. Choice of a second 25 mm sized stentless biological prosthesis. Suturing of the prosthesis into the left-ventricular outflow tract using continuous sutures with heterologous pericardium strip. Renewed administration of blood cardioplegia into the coronary ostia. Two ostia corresponding to the position of the coronary ostia are now created and implantation first of the right, then the left coronary artery. Adopt an end-to-end anastomosis between the prosthesis and the 22 mm dacron prosthesis. Careful venting of the heart and release of the coronary circulation. The heart starts to fibrillate and can be successfully defibrillated. A stable ddd-pacemaker rhythm is adopted. After sufficient reperfusion and warming up, slowly weaning from the heart-lung machine and carefully titrated catecholamine administration. Stepwise decannulation, roofing over of the canulation sites, administration of protamine. When bleeding has stopped, insertion of two mediastinal drainage tubes and two pleura drainage tubes bilaterally (there is a lot of effusion). Because of disturbed coagulation, 4000 k, 3000 iu ppsb, 4g fibrinogen are given. Wound closure is performed in typical manner according to layers. The patient is then transferred in a stable condition to the intensive care ward.

Manufacturer narrative:
Device not returned. Device is to be returned for evaluation. The device history record (DHR) review is in progress. Follow up report will be submitted as soon as the evaluation is completed.

Manufacturer narrative:
The 2500p prima plus stentless valve was returned and evaluated by engineering, who confirmed the device had been dissected. Based on the appearance of the valve it appeared the right coronary artery was restricted as it had been tied off with blue monofilament thread. The left coronary artery appeared to have been excised as 6mm x 5mm section had been cut away. An additional hole, approximately 6mm x 5mm, was cut at the non coronary cusp where there is typically solid tissue. A tear was noted along the right coronary leaflet at the bias tape attachment site. An additional tear was also observed along the right coronary/ left coronary commissure and along the right coronary cusp. No inconsistencies were detected in the leaflets. The observed damage appears to have occurred during implant. Per the operative report the two ostia were created to correspond to the position of the coronary ostia during implantation, first the right and the left coronary artery. Based on the appearance of the valve, it appears to have been orientated incorrectly during implant and dissected to match the patient's anatomy. The left coronary artery appeared to have been implanted at the right coronary side. Due to this misalignment, the right coronary artery did not align properly with the left coronary artery and was tied off. Consequently a 6mm x 5mm hole was excised in the device to match up with the left coronary artery. During the implant, the surgeon observed massive hemorrhaging from the aortic root and attempted to find the source of the bleeding. The surgeon reported that while attempting to release the anastomosis between the device and the right coronary ostium, a tear occurred and a larger cut was made. This cut corresponds to the 6mm x 5mm excise at the left coronary artery on the device. The cause of the tear at the right coronary/ left coronary commissure cannot conclusively be determined since it cannot be established when the tear occurred; however it is possible the tear could have occurred during implant, dissection, or explant. It is unlikely the damage occurred during manufacturing as each valve is 100% visually inspected for damage and defects per general specification for prima plus stentless valve procedures. Based on visual observations and the available information provided in the operative report, it appears the damage observed to the valve were due to procedural factors during implant and were not manufacturing related. Therefore, no further action will be taken at this time.

Manufacturer narrative:
The right coronary artery was restricted. It was tied off with blue monofilament thread. The left coronary artery had been excised. It was cut away by approximate dimensions of 6mm by 5mm. A hole was cut at the non-coronary cusp, where typically there would be solid tissue. The cut off section similarly was approximately 6mm by 5mm. A tear was noted along the right coronary leaflet at the bias tape attachment site. The tear was detected along the right coronary/ left coronary commissure and along the right coronary cusp. No inconsistencies detected in the leaflets as they exhibited the desired flexibility. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Root cause and conclusion is pending completion of the engineering evaluation. Serial # was reported incorrectly and is corrected to read (B)(4).